Manufacturer narrative:
A4 patient weight was not provided no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death was not provided. Whether the death was device or therapy related was not provided. No autopsy was performed. The device was not explanted and would not be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient privacy laws of the managing hospital would not communicate patient outcome information. Based on a review of available patient¿s record, there were no device issues at the time of the patient's death.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient expired. The cause of death was not provided. An autopsy was not performed, and the device was not explanted for evaluation. It was communicated that due to patient privacy laws, the managing hospital will not communicate any further patient outcome information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. G is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.